Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed no physical damage to the keypad. The button symbols were found to be worn off. During testing, all of the keypad buttons responded appropriately to button presses and were functional. During investigation, the keypad cover was removed and contamination was found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.